Event description:
The report from the affiliate is from an academic conference. The info obtained indicated that coronary angiography done at approximately six (6) months during the follow-up period indicated that stent fractures were noted in six (6) places. There was no restenosis noted to be associated with the stent fractures by intra vascular ultrasound (ivus). No intervention was done at that time. The pt will continue to be followed up.

Manufacturer narrative:
The pt is a male. The indication for the index procedure was strangalesthesia in the precordial region after walking for fifteen-thirty (15-30) minutes. An exercise treadmill test was conducted and st-depression was noted in leads ii, iii, aavf, and v4-v6. Coronary angiography was done and revealed a 100% stenosis (chronic total occlusion-cto) at the proximal right coronary artery (rca) with a collateral (rentrop iii) from the left coronary artery (lca) to the distal rca. There was no decrease in regional wall motion noted. The ejection fraction was 60%. Index procedure: the index procedure was done five (5) days after the diagnostic coronary angiogram. A percutaneous coronary intervention (pci) was conducted to the rca. Initially during the first attempt to insert the guidewire (unknown), a big false lumen was created. Ivus was done and a conquest pro guidewire was inserted into the true lumen. A cypher 3.0 x 33 mm stent (stent #1) was implanted in the distal rca, a cyper 3.0 x 33 mm stent (stent #2) at the mid rca, a cypher 3.5 x 23 mm stent (stent #3) at the distal end of the proximal rca, and a 3.5 x 18 mm stent (stent #4) at the proximal end of the proximal rca. Inflation times and pressures were unknown. The residual stenosis was 0%. Antiplatelet therapy was conducted but is unknown . The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. The lot # of the device was i0605052 or i0705072. This report is for one of four products used during the same procedure. Please reference MFR. Report #9616099-2006-00944, # 9616099-2006-00945 and # 9616099-2006-00946.